Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the pads were damaged during opening/removal of packaging, causing a delay in therapy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (lot# and expiration date) and h4. Evaluation: the electrode pads were returned to zoll medical corporation; the customer's report was observed on the sample electrodes returned from the customer. Some signs of gel lifting were observed after removing the pad from the styrene liner, but mostly intact. In most of the returned samples returned by the customer, the gel remained intact with the electrode where it would not impact application of the electrode pads to the patient. Evaluation of the retained electrodes did not reveal any irregularities that would have contributed to the reported event. The customer's returned pads were scrapped after evaluation. Analysis for reports of this type has not identified an increase in trend.